Event description:
It was reported that during a procedure, the drill guide ar-8927dsc, broke while drilling. Drill guide is stuck in drill. The case was completed by using another drill without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the drill bit is stuck in the guide. The guide was also found to have broken off from the handle. Relevant dimensional features could not be measured due to the damage and condition. The most likely cause of the event is prying/leveraging the drill bit and/or user-applied mechanical forces.